Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction was reported. It was reported that in 2007, the pt underwent stenting of the dist lad (pre-dilated) with a xience v stent. In 2008, the pt was admitted to the hospital for a massive gi bleed (exsanguination due to bleeding peptic ulcer and sepsis) and expired. Abbott medical advisors adjudicated the event as a death possible related to very late stent thrombosis and a non q-wave mi, undetermined if related to target vessel stent (pt had history of multiple previous cardiac interventions). Therefore, this event will be conservatively reported for the adjudications results only. No additional event or pt info is available.